Event description:
Elderly female post operative from abdominal laparotomy with over-sewing of duodenal ulcer perforation. IV pump malfunctioned with error code ¿channel error¿. Pump removed from service and replacement was provided to patient without known harm. Manufacturer response for bd alaris 8100 pump, (brand not provided) (per site reporter). Unknown.